Event description:
A patient reported experiencing inaccurate erratic results with an ot ii meter. The patient's blood glucose results were 47mg/dl, 133mg/dl, 191mg/dl. Tests were done less than 10 minutes apart with a difference of 69%. Patient did not experience any adverse events. No further information has been reported.